Event description:
It was reported that the cord of the foot control device had a cut in it. The reporter stated that the event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed on the device which confirmed the complaint. The assignable root cause was determined to be due to mishandling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.